Manufacturer narrative:
This correction report is being submitted to inform this event is no longer considered reportable as disk analysis revealed that the patient had af and required high rate atrial sensing. This impacts the battery consumption of the device and is an expected observation with the change in patient condition. Normal product operation. Additional information was added to the following field to capture the battery problem h6 device codes updated to the battery problem.

Event description:
It was reported that there were concerns regarding premature battery depletion of this pacemaker. Furthermore, there were differing longevity estimates given over the last year. A request was made to have a data analysis from this implantable device. No adverse patient effects were reported. Currently, evidence suggests that this product remains in-service. Information received indicates the patient will be evaluated in late november. Additional information received indicated that data analysis was performed, and it was found that this patient was in atrial fibrillation (af) and the increase in power consumption was due to high rate atrial sensing. No adverse patient effects were reported. The product remains in-service.

Event description:
It was reported that there were concerns regarding premature battery depletion of this pacemaker. A request was made to have a data analysis from this implantable device. No adverse patient effects were reported. Currently, evidence suggests that this product remains in-service. Additional information received indicates the patient will be evaluated in late november.